Event description:
Per the clinic, on (B)(6) 2026, the patient experienced extrusion of the electrode lead into the external auditory canal following an ear cleaning procedure. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device on the contralateral side during the same surgery.